Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant of the right ventricular (rv) lead, the lead had dislodged and as the physician att empted to reposition, the lead had high pacing impedance. The physician tried two new positions with the same high measurements. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted there is a cut in the outer insulation with minimal blood ingression at 23.2 cm. If information is provided in the future, a supplemental report will be issued.